Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and the usage of this sample is unclear, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked on (B)(6) 2025, due to the patient's chest tightness, chest pain, shortness of breath accompanied by bilateral lower limb edema, the treatment shift nurse administered intravenous therapy per physician's orders. Following standard procedures, a closed-system intravenous catheter was used to infuse 250ml of 5% glucose injection solution + 10ml of injection solution. Approximately 15 minutes after insertion, during a routine check, the nurse observed leakage from the closed-system IV catheter. The patient showed no apparent discomfort. The nurse immediately replaced the catheter with a new closed-system IV catheter and reinserted it for infusion. No further leakage occurred with the new catheter.